Manufacturer narrative:
Investigation pending.

Event description:
Caller reports that the triage meter f3 had a burning smell. Caller also reports that the screen was blank and appears bluish in tint without any fonts.